Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "extraction of well-fixed extended porous-coated cementless stems using a femoral longitudinal split procedure" written by satoshi nagoya, mikito sasaki, mitsunori kaya, shunichiro okazaki, kenji tateda and toshihiko yamashita published by eur orthop traumatol (2015) 6:417¿421, doi 10.1007/s12570-015-0322-2 29, online on 29 august 2015 was reviewed for MDR reportability. The article's purpose is to introduce a useful extraction procedure for well-fixed femoral stems and report the clinical results. The data includes 12 patients in which 11 are noted to have implanted depuy products. Each patient is captured in linked complaints. This complaint captures case 1 of a (B)(6) year old male with a l aml plus stem with an ingrown fixation and a duraloc cup with conventional poly enduron liner and a cocr femoral head who required all implants to be explanted due to late infection.